Event description:
Healthcare professional (hcp) reports 2 incidents of the minicap falling off of the home patient's (hp) transfer set. Noted during use. With the first incident, the hp soaked the transfer set in betadine for 10 minutes. With the second incident, the hp went to the dialysis center for a transfer set change. No patient injury or medical intervention per hcp.